Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. The device was paired with a nordic bluetooth device and passed. Transmitter functional tester: passed all relevant testing. There was not share log or bin file data to review. The early sensor expiration could not be confirmed. The probable cause could not be determined via product. No additional event or patient information is available.